Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was getting error 23025 when docked. A power cycle did not resolve the issue. The customer decided to use a backup learning console. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported problem was confirmed and replicated. In logs, the 23025 error with p value 0x2 was found indicating the axis 3 motor on the mtm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon console fixture test platform (sftp) where sine cycle test was found to be failing on the mtm, replicating the reported event. Once testing was completed, the axis 3 motor was tested and was verified to be the source of the fault. As a result of this investigation, failure analys has concluded that the axis 3 motor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.